Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden decrease in volume with the device.

Manufacturer narrative:
Investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
The user reported a sudden decrease in volume with the device. The user has been re-implanted.